Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, four electronic photo was provided and reviewed. The two photos shows physician holding the catheter in which a two splits were noted on the catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and identified deformation, naturally worn issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (patient, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the internal jugular vein via the right chest wall. Post the procedure on (B)(6) 2025, swelling was noticed during the infusion. It was further reported that an examination and imaging showed that the catheter had ruptured. Reportedly, the port body and catheter were removed, and the catheter rupture was confirmed. Additionally, it was noted that extravasation had occurred. The current status of the patient is unknown.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the internal jugular vein via right chest wall. On (B)(6) 2025, post the procedure, swelling was noticed during the infusion. An examination and imaging showed that the catheter had ruptured. The port body and catheter were removed, and the catheter rupture was confirmed. Additionally, it was noted that extravasation had occurred. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.